Event description:
The customer reported that the button was faulty. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the button was faulty. There was no reported pt involvement. The device was evaluated by a philips field service engineer (fse). The symptom was confirmed. The cause of the issue was localized to a failure of the bezel assembly. The bezel assembly was replaced to resolve the issue. The device passed all testing. The trending data does not support that there is a systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. No further investigation or action is warranted.